Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported blank screen issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced blank screen during unknown phase of pd treatment. The patient pressed ok, stop, and touched the screen, but screen remained blank. The patient rebooted the cycler. The ok and stop keys lit up but the screen remained blank. The cycler was replaced due to the blank screen. The issue occurred during treatment. In a follow up with the patient, the patient verified there was patient involvement, but no harm, adverse event or intervention associated with the event. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.